Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a nurse witnessed a patient self bolusing their morphine from the alaris patient controlled analgesia (pca) pump module. The patient had the door open and was pushing the plunger down and openly admitted, that they bought alaris pca keys in bulk off amazon and does this every time they are admitted for sickle cell disease. There was no harm to the patient.